Manufacturer narrative:
(B)(4). It was indicated this lead was discarded and would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found to be dislodged resulting in high threshold measurements. No adverse patient effects were reported as the patient was not pacemaker dependent.